Event description:
On 21-dec-2020: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that when the patient woke up, the infusion set's tubing came out of the cap where connected to the site connector/ quick release portion while she was sleeping and her blood glucose level was 470mg/dl. The site location was patient's thigh and the pump was located next to her. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that when the patient woke up, the infusion set's tubing came out of the cap where connected to the site connector/ quick release portion while she was sleeping and her blood glucose level was 470mg/dl. The site location was patient's thigh and the pump was located next to her. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.